Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a manual impedance test, the right ventricular (rv) lead was oversensing noise. The lead was reprogrammed, but noise continued to be observed, so the lead was returned to the same configuration. The lead remains in use. No patient complications have been reported as a result of this event.